Event description:
It was reported that the motor seized resulting in the unit to overheating. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed a motor fault. This confirmed the complaint and the root cause has been associated with a mechanical component failure. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. (B)(6).